Event description:
It was reported that the spectrum pump is "too sensitive and the air-in-line alarm is always going off."

Manufacturer narrative:
(B)(4). A device was not identified or returned to baxter for eval and therefore, an eval could not be completed. If a device is returned, an eval will be completed and a supplemental report will be submitted.